Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
\Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens, -10.50/+2.0/091 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2023. The lens was removed on (B)(6) 2023 due to lens rotation not associated to a low vault. The lens was repositioned on (B)(6) 2023 but the problem was not resolved, and the lens was removed. The lens was replaced with a same length but different model and diopter lens and the problem was resolved. The lri performed for astigmatism.